Event description:
It was reported that the package had a crack in it. The physician discovered the issue prior to use.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed. No sample was returned for evaluation. Current manufacturing controls are considered adequate as to detect and segregate any non-conforming unit. Event described could not be confirmed as a manufacturing related issue. No lot number was provided therefore no device history record could be reviewed. The instructions for use state: "upon receipt of shipment, ensure that the packaging is not open or damaged and retains its sealed integrity. Do not use the device if the integrity of the packaging appears compromised. Check the integrity of the packaging before use. Do not use the align urethral support system if the packaging is opened or damaged. As for any implantable material, it is recommended to open the package at the time of implantation." (B)(4).